Event description:
The customer reported that the central nurse's station (cns) was warning them that all data would be deleted once they discharge the monitored patients. When they clicked yes, they were kicked out of the cns application. When they got back in, all data for all patients was deleted. No harm or injury was reported.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) was warning them that all data would be deleted once they discharge the monitored patients. When they clicked yes, they were kicked out of the cns application. When they got back in, all data for all patients was deleted. No patient harm was reported. Investigation summary: as no devices were returned for evaluation relating to this event, the reported issue could not be duplicated nor confirmed. As such, a root cause cannot be determined. Nihon kohden technical support (nk ts) attempted troubleshooting the issue but could not resolve the issue. The reported cns model has been deemed end-of-life and was installed at the customer's facility on 02/16/2006. The device has no previous history of repair or servicing. Due to the age of the device, the root cause is likely related to hardware failure due to aging. A serial number review of the reported device does not reveal additional related complaints. A complaint history review of the customer's account does not reveal trends for similar complaints. Nk will continue to monitor and trend similar complaints. The following fields contain no information (ni), as attempts to obtain information were made, but not provided:

Event description:
The customer reported that their central nurse's station (cns) is warning them that all data will be deleted once they discharge monitored patients. Once they click yes they get kicked out from the cns application, and when they go back in, all data for all patients is deleted. No harm or injury was reported.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) is warning them that all data will be deleted once they discharge monitored patients. Once they click yes they get kicked out from the cns application, and when they go back in, all data for all patients is deleted. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.